Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead cardiac tamponade and pneumothorax of the right lung occurred requiring drainage. It was also reported that the pacing lead exhibited rising thresholds and a computerized tomography (CT) scan revealed a perforation. It was noted that repositioning was attempted several times during the procedure. The pacing lead was not used and was replaced. No further patient complications have been reported as a result of this event.